Event description:
Customer reported receiving "wrong readings" from her adc blood glucose meter. Customer further reported receiving a reading of 59 mg/dl on (B)(6) 2015 at 4:30 pm, which was lower than she felt. She further reported that prior to receiving this reading she received an unspecified "high reading" (unknown date/time) and that due to this she was admitted to a hospital, noting that she is pregnant. No further information was provided by the customer as she declined to continue troubleshooting. It is unknown what she was diagnosed with or what treatment may have been rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500164572) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.